Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The device had loss of capture and loss of right ventricular (rv) detection. The device was reprogrammed several times but the issue persisted. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.